Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition lcd monitor had no image. The issue occurred during a diagnostic colonoscopy. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. An on-site inspection by the field service engineer (fse) was conducted. The issue with the image display was confirmed. The event was caused by a loose serial digital interface video cable connection, which was resolved by reconnecting the serial digital interface video cable. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause was the loosened connection of the serial digital interface cable. The event can be prevented by following the instructions for use which state: "6.1 troubleshooting guide malfunction: no image cause: the monitor cable has not been connected. Remedy: connect the monitor cable. *incomplete connection is treated as unconnected." Olympus will continue to monitor field performance for this device."